Manufacturer narrative:
Additional information was added to g2: report source, h6 and h11. H11: the actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was reviewed and a black particulate matter was observed. The photo captured is not clear enough to determine whether the black particulate matter is inside or outside the fluid path, was it embedded or was it a loose particulate matter and the size of the particulate matter. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had foreign material present within the sterile tubing. This occurred before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.